Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the lens case. Viscoelastic was dried on the lens. The optic edge was pressed against a post of the lens case. A loose fiber was observed on the anterior optic surface. The lens was cleaned with klrp to further evaluate. The reported scratch was not observed. There was no damage observed to the lens. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. Product history records were reviewed and documentation indicated the product met release criteria. The reported damage was not observed. The root cause could not be determined for the reported complaint. There was no problem or damage found with the lens. The lens met specification per alcon's current release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, defective lens with scratch on lens. There was no patient contact.